Event description:
It was reported that when using a bd vacutainer® plastic sst¿ ii advance tube with bd hemogard¿ closure, blood pooled on the stopper. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for blood pooling with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to blood pooling was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customers¿ indicated failure mode for blood pooling with the incident lot was observed. Additionally, testing of the retain samples was conducted and blood pooling was observed. The most likely cause of this type of defect, lies with the rubber sheath covering the non patient needle, not recovering its needle quickly enough once the tube has been removed, thus allowing a droplet of blood to escape onto the stopper. A small amount of blood is to be expected, and phlebotomy technique can influence its size. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using a bd vacutainer® plastic sst¿ ii advance tube with bd hemogard¿ closure, blood pooled on the stopper. There was no report of exposure, injury or medical interventions.